Event description:
Discrepant results when compared with the lab. Results reported as follows: inratio: 1.2, lab: 2.6.

Event description:
Discrepant results when compared with the lab. Results reported as follows: inratio: 1.2, lab: 2.6.